Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. See scanned page.

Event description:
The customer reported that on (B)(6) 2015 his blood glucose was in the high 200s mg/dl, and insulin history is as follows: see scanned page. The pod was deactivated pod was removed and cannula appeared bent up.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No defect or deficiency that would result in the cannula failing to insert correctly or the pump failing to deliver insulin was found.